Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "pump is not flowing correctly" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 mins. The delivered amount was 41.836 and the error percentage was within acceptable range. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not flowing correctly during programming.there was no patient involvement. No additional information is available.